Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer agreed to continue using both the current pump and multiple daily injections (mdi) until the replacement arrives.